Event description:
PICC line required changing in interventional radiology because the existing PICC's suture wing tore away from the PICC line during the dressing change when the occlusive dressing was stuck to the PICC material.